Manufacturer narrative:
Exact date unknown, event occurred approximately the date of explant.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason.